Manufacturer narrative:
The distributor contacted heartsine to report a non-critical issue with a customer's device. During evaluation, low battery failures were noted in the memory log. This fault was attributed to pogo pin failure. The device was scrapped by heartsine and the customer was provided with a replacement device. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report a non-critical issue with a customer's device. During evaluation, a pogo pin failure was found. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.